Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the femoral stem has been in vivo for approx 3 years. Surgical notes were provided and reviewed but did not indicate any complications. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. The mfg records of the (B)(4) taper stem were reviewed and found to be conforming indicating that the stem was mfg, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain in left hip.